Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act and up arrow button dome switches. No rewind anomaly was noted. The insulin pump passed the self test and the displacement test. The tine and date was able to change and no low reservoir alarm was noted. No unexpected circle appeared on the display window. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a keypad anomaly. The customer was unable to change the time/date or rewind the insulin pump. The customer received a low reservoir alarm, disconnected from the insulin, and reverted to a backup plan. The act button was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.